Manufacturer narrative:
Product ID 3093-28, lot# v183293, implanted: 2008 (B)(6); product type lead product ID 3093-28, lot# v183293, implanted: 2008 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient received a letter saying that patient services was here to answer questions. The patient had several surgeries and in 2008 the implantable neurostimulator (ins) was put in. It was noted that then in (B)(6) 2009, the patient went in for a revision and could not recall the reason for the revision.